Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant, a pacing problem occurred. The leadless ipg was deployed for approximately five times at the septum, the lower septum and the apex. The tine engagement was good, and the sensed wave and impedance were in the acceptable range. The leadless ipg exhibited loss of capture occurred most of the time. Pacing was tested again after waiting for a while; however, no change was seen. The leadless ipg was removed, and not implanted. A new leadless ipg was used to complete the procedure. No patient complications have been reported as a result of this event.